Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn stated the etiology of the serious adverse events could not be established as no cultures were obtained, and the patient refused to be assessed at the outpatient clinic or emergency room. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Peritonitis is a serious problem in the pd population, and symptoms such as abdominal pain, fever, and cloudy pd fluid are usually indicative of infective peritonitis. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications, as evidenced by the devices continued use. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient has peritonitis. During follow-up, the pdrn confirmed the patient contacted the outpatient home dialysis clinic on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent. The pdrn requested the patient come to the clinic to obtain a peritoneal effluent fluid culture and cell count, however the patient refused and demanded to be placed on antibiotics so he could go on vacation. The patient did not wait for the clinic to respond and instead boarded his jet and flew to one of his other residences. The nephrologist sent the patient scripts for intraperitoneal (ip) vancomycin and ceftazidime for 21 days (dosages, frequencies not provided). It is presumed the patient is recovering, however they have yet to hear back from the patient (normal behavior). To their knowledge the patient is not having any issues with any fmcrtg device(s) and/or product(s) and continues to undergo ccpd therapy. The pdrn stated causality could not be established as no cultures were ever obtained, and the patient refused to be assessed at the outpatient clinic or emergency room.